Manufacturer narrative:
Additional information was received indicating no medical intervention was provided, concomitant medical products reported as: laxantia + levodopa carbidopa retard 125. Patient details were provided.

Event description:
Information was received indicating that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump was administering extra doses at "the wrong moments." It was reported that the patient experienced dyskinesia as a result. No additional adverse effects reported.